Manufacturer narrative:
(B)(4); the s-ICD and electrode are expected to be returned. Once the products are received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise that was being oversensed. As a result, the s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted a setscrew mark on the proximal connector/sense a contact pin in the correct location. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.